Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an occlusion event with an infusion set and was alerted by an alarm 2 followed by alarm 26. The blockage was found to be located at the site. The site of insertion was abdomen and it was rotated regularly. The patient changed supplies as necessary, and was unable to resume insulin due to being at work and had no supplies. No further information available.